Event description:
It was reported that the smiths medical device had an error message out-of-box. There was no indication that a patient was involved in the event.

Manufacturer narrative:
Two cadd solis vip pumps (2120) were returned to the investigation site. Replacement products were requested by the customer. Visual inspection of the pumps found no issues. A review of the history logs confirmed error code 41622 on both devices. The motor was then run from the main menu. The pump shut off as soon the motor was run. The cause of the issue was attributed to some small debris stuck on the fly wheel teeth which prevented the motors from spinning. The fly wheels were cleaned and lubrication was applied. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.